Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a loss of prime warning associated with a low, non-zero force. Multiple cs 078 call service alarms were also observed in the black box data. During testing, the pump emitted a cs 078 call service alarm during an attempted rewind step. The pump case was removed, and the motor assembly was unresponsive when connected to an external power supply, revealing an internal motor failure. Further adequate investigation could not be completed due to the call service alarm.